Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was not wearing the lifevest because it rubbed on her. The patient's doctor advised the patient that she does not need to wear the lifevest when her husband is home. The patient reported not having the irritation at the time of the report.